Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. The customer stated that the previous infusion set she removed had a bent cannula. The customer's blood glucose level during the incident was 387 mg/dl. Their current blood glucose level was 550 mg/dl. The customer had not yet treated their high blood glucose. Troubleshooting was performed. It was also noted that they had experienced a high blood glucose level of 471 mg/dl. The customer did not want to remove their current infusion set because they had just inserted it. The device will not be returned for analysis.